Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the g9 monitoring unit arterial line kept showing a reading of 0. The doctor tried to fix the issue and there were brief moments when the arterial line displayed numbers, but when the doctor pressed a button or changed the screen, it reverted to 0. Technical support (ts) had them try changing cables, the transducer, and the input unit (bsm-1700) and rebooting the g9, but the issue persisted. No patient harm was reported. Investigation summary: the complaint device was received and evaluated by nihon kohden, and the complaint could not be duplicated. A definitive root cause could not be determined since we could not confirm the issue during evaluation. Possible causes may include incomplete cable connection, incorrect settings, incompatible software versions between the g9 bsm and hemodynamic unit, hardware failure of the hemodynamic unit or transducer, or using a transducer not specified for use with the nk device. A review of the customer's complaint history did not show any trend for this issue and device. Nk will continue to monitor and trend similar complaints. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor: bedside monitor (bsm-1700): model #: ni serial #: (B)(6) device manufacturer data: ni unique identifier (UDI) #: (B)(4) returned to nihon kohden: not returned. Additional information: b4 date of this report, d9 device available for evaluation, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer, h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the g9 monitoring unit arterial line kept showing a reading of 0. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 monitoring unit arterial line kept showing a reading of 0. The doctor tried to fix the issue and there were brief moments when the arterial line displayed numbers, but when the doctor pressed a button or changed the screen, it reverted to 0. Technical support (ts) had them try changing cables, the transducer, and the input unit (bsm-1700) and rebooting the g9, but the issue persisted. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as attempts to obtain the information were made, but not provided: d10 additional device information: d10 concomitant medical device: the following device was used in conjunction with the g9 monitor:

Event description:
The biomedical engineer (bme) reported that the g9 monitoring unit arterial line kept showing a reading of 0. No patient harm was reported.